Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was cut, sheared or torn just distal to the butterfly anchor, toward the spine. The entire catheter was replaced. The medication being delivered via the device system was not reported. Additional info has been requested. A f/u report will be sent when additional info becomes available.